Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographic details were not provided.

Event description:
The customer reported that a suspected under-infusion of vancomycin (1750 mg in 517.5 ml) occurred using the adult general infusion profile. Expected rate was 300 ml/hr for a two hour infusion. During the entire infusion time period a total vtbi of over 750 ml was expected. No patient harm occurred. The nurse attempted programming using three settings during the period, initially at 300 ml/hr with vtbi of 600 ml. The pump and module were then changed. A second attempt was 330 ml/hr, vtbi not listed. The third attempt was a rate of 300 ml/hr with vtbi of 150 ml. Although the tubing was sequestered, the pump was not sequestered.

Manufacturer narrative:
The customer¿s report of an under-infusion was not confirmed or replicated. Results indicate that the set infused at the correct rate and was within specification. A measurement analysis of the model 2420-0007¿s silicone segment component was within specification with a concentric shape in the wall between its inside diameter (ID) and outside diameter (od). The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection, it was noted that the as-received sets were primed with clear fluid throughout the sets. No anomalies or damages were observed. The sets were pressure tested while submerged underwater. Air pressure was incrementally increased; no leaks or occlusions were observed. The root cause was not identified as it was observed that the correct amount of fluid was infused.

Event description:
The customer reported that a suspected under-infusion of vancomycin (1750 mg in 517.5 ml) occurred using the adult general infusion profile. Expected rate was 300 ml/hr for a two hour infusion. During the entire infusion time period a total vtbi of over 750 ml was expected. There was no patient harm that occurred. The nurse attempted programming using three settings during the period, initially at 300 ml/hr with vtbi of 600 ml. The pump and module were then changed. A second attempt was 330 ml/hr, vtbi not listed. The third attempt was a rate of 300 ml/hr with vtbi of 150 ml. Although the tubing was sequestered, the pump was not sequestered.

Manufacturer narrative:
The customer¿s report of an under-infusion was not confirmed or replicated. Pressure testing also found no anomalies. Results indicate that the set infused at the correct rate and was within specification. A measurement analysis of the set¿s silicone segment component was within specification with a concentric shape in the wall between its inside diameter (ID) and outside diameter (od). The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection, it was noted that sets were primed with clear fluid throughout the sets. No anomalies or damages were observed with the sets or at the each component. Closer inspection under a lab microscope of set¿s check valve observed no occlusions or excess solvent within the fluid path. A dimensional analysis was performed on the silicone segment for each of the sets, all were within specifications. The root cause of the customer¿s experience was not identified.

Event description:
The customer reported that a suspected under-infusion of vancomycin (1750 mg in 517.5 ml) occurred using the adult general infusion profile. Expected rate was 300 ml/hr for a two hour infusion. During the entire infusion time period a total vtbi of over 750 ml was expected. No patient harm occurred. The nurse attempted programming using three settings during the period, initially at 300 ml/hr with vtbi of 600 ml. The pump and module were then changed. A second attempt was 330 ml/hr, vtbi not listed. The third attempt was a rate of 300 ml/hr with vtbi of 150 ml. Although the tubing was sequestered, the pump was not sequestered.